Manufacturer narrative:
Section d4, d7, d10, h3, h4: additional information. Section b1, b2: correction. Manufacturer's investigation conclusion: although a root cause for the pump stops and low speed events captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The account submitted a log file for evaluation on 17oct2019. The data was reviewed by technical services who noted pump stops while the system was connected to the power module. Technical services personnel arrived onsite on (B)(6)2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 19.5¿, with approximately 3" of the underlying wires on the distal end, exposed from the repair. Approximately 13" of rescue tape was observed starting approximately 3.5" from the controller connector. Removal of the tape revealed the jacket to be twisted and distorted with multiple tears between 3" and 15" from the connector. The outer jacket was removed and visual inspection of the bionate did not reveal any signs of damage. Electrical continuity testing did not reveal any discontinuities. Approximately 14.5" of metal shielding breakdown was observed starting approximately 2" from the connector. Visual examination of the underlying wires did not reveal any insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file, however, the driveline was not entirely returned. An evaluation of the log files submitted after the repair revealed no further pump stops in the days following the repair. The account later communicated that the patient received a pump exchange on (B)(6)2019 due to a suspected internal driveline compromise. (B)(6) would not be returned as it was reportedly sent to a 3rd party lab and the lab couldn't locate the pump. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced pump stops. Analysis of the log file over the interval (B)(6) 2019 to (B)(6) 2019 confirmed pump stops while attached to a power module only. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays were submitted but found to be unremarkable. An ungrounded patient cable was requested. On (B)(6) 2019 an external driveline repair was conducted. Analysis of the log file over the interval (B)(6) 2019 to (B)(6) 2019 confirmed there were no additional pump stops or low speed events after driveline repair. No additional information was provided.